Manufacturer narrative:
Natus medical investigation found evidence that a hole was evident on the vac pac seam. Customers are instructed by the instruction manual to inspect the vac-pac prior to each use. The customer had the vac-pac destroyed at the facility, to prevent future use. The customer has since been provided a replacement. No further investigation is necessary, and this report is considered final.

Event description:
Natus medical received a complaint that on (B)(6), 2017 a vac-pac valve had a hole on the seam. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.